Event description:
On (B)(6) 2012, customer reported that there was bloody fluid on top of a control vial after it was pierced by the act diff2 instrument. The fluid was contained on the cap of the control vial inside the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found excessive build-up of dried blood and diluent from the probe wipe assembly. Fse removed the build-up to resolve the probe wipe drip issue. Fse also replaced all pinch valve tubing, and pinch valve 12. Fse ran shutdown, startup, latex calibration, reproducibility, carryover and controls, and all passed within specifications. Fse ran multiple specimens and no blood or diluent was observed on the tubes. No further leaks were reported.

Manufacturer narrative:
(B)(4).